Event description:
A patient status post a mva [post motor vehicle accident] in 2002 sustained a fractured femur and epidural hematoma. 2 days later, the patient underwent right external fixator placement. Patient then had a cervical spine MRI. During the MRI, the patient experienced pain and tugging at site of pin placement. [It is believed the pain and tugging was possibly a result of MRI incompatibility with the external fixator bolts and springs.